Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high, out-of-range pace impedance. The impedance was 1,500 ohms but then increased to 2,100 ohms before completing the procedure. The lead was exchanged and a new ra ead of the same model was successfully implanted. This lead is expected to be returned to the manufacturer for analysis. No adverse patient effects were reported.